Event description:
On two different fcr-md 101 portable x-ray machines during reverse movements, the devices lunged backwards. Fuji was notified and fuji installed eprom ver. 28 on both machines. About a month later, the same problem occurred again on both machines and pinned the operator against the wall and caused bruising of the forearm. Clinical engineering pulled machine and inspected the front casters. The front casters were found to be dirty and causing the wheels to have stiff motion.